Event description:
It was reported that during a surgery the back part of the device became hot. There was no harm for patient, operator or third party reported. This was noticed before the surgery. No further information received. Update avoe 11-apr-2022: it was confirmed that the error occurred on the 04-apr-2022 during a hip surgery. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that during a surgery the back part of the device became hot. The suppliers evaluation revealed the reported event was attributed to the mating handpiece ar-600, sn (B)(6). There was no issue found with the battery packs that had been used along with the handpiece.